Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, error 319 on arm2 was displayed. The customer called in while setting up for a procedure (the patient was in the room). The da vinci was not docked to the patient at the time of the call. Live logs showed that the customer was getting 319 errors associated with arm2. The da vinci xi system gave them the option to recover or restart the system. They had already restarted the system. The customer tried to restart the system again and an emergency power off (epo) on the patient side cart (psc) was performed; the system again powered up with a 319 error. The caller chose to disable arm2 and continue with the system. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse verified an error 319 on the usm2 and replaced the arm to resolve the error. The system was tested and verified as ready for use. Isi has received the part for evaluation, but failure analysis testing has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted after the product has been evaluated and/ or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: the customer disabled one arm of the da vinci due to non-recoverable errors. The procedure continued as scheduled with one arm disabled. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Manufacturer narrative:
Isi received the universal surgical manipulator (usm) part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿error 319¿. The unit was tested on an in-house system and failed normal mode as it triggered the 319 error. The unit failed on a pftp as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error longer occurred. The original rolling loop was reinstalled and the 31 error returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, cva characterization sine cycle, friction tests, carriage friction test, brake release test brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.